Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as redness and bumps, located at the sensor insertion site. On (B)(6) 2016 the patient's mother took the patient to the doctor to check the skin reaction. The doctor prescribed hydrocortisone cream. Affected area was treated with the prescribed cream. At the time of contact, the patient was doing well. Additional event or patient information was not provided. The sensor was inserted into the arm. The dexcom g5 mobile system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.